Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Difficulty removing the stent delivery system (sds) can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support, or damage to the stent. To ensure the reported difficulties are not related to a manufacturing deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. In this case, it was reported an attempt was made to perform the double barrel technique; therefore two sds were advanced, which likely contributed to the reported difficulties as during removal, the stent interacted with the other sds, resulting in the stent dislodging from the balloon. The dislodged stent was deployed in the lad lesion. In this case, the reported difficulty removing the sds and stent dislodgement appears to be related to the operational context of the procedure. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that the procedure was to treat lesions in the circumflex (cx) artery with heavy tortuosity and heavy calcification, and the left anterior descending (lad) artery with heavy calcification. Pre-dilatation was performed in both lesions. An attempt was made to perform a double barrel technique. The 3.0 x 15 promus was positioned in the lad, and an attempt was made to position a 3.5 x 15 promus in the cx; however, it would not cross. The 3.0 x 15 promus was then attempted to be removed from the lad; however, it caught on the front edge of the 3.5 x 15 stent and the 3.0 x 15 stent dislodged from the balloon, in the target lesion. A non-abbott balloon was used to inflate the dislodged stent successfully in the lad lesion. Another 3.5 x 15 promus stent was advanced to the cx, but did not cross the lesion. A 2.5 x 12 promus was implanted in the cx, and the procedure was completed successfully. There were no patient effects reported. No additional information was provided.